Event description:
The event involved a tego® connector where the customer reported that the device was unable to aspirate on the venous side, but once they removed the tego, it was able to aspirate. When using the tego on a new start, the venous pressure became extremely high, and when they removed it, the pressure went back to normal. The status of the product at time of event was during the actual nxstage treatment at the clinic. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of not being able to aspirate could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.